Event description:
Customer reports to have received a button error alarm and is requesting insulin pump to be replaced. Customer does not wish to troubleshoot. Customer's blood glucose was 197 mg/dl. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot, scratches on the case, stained end cap sticker and stained address/serial number label. No button error alarms noted. All the buttons were working properly. However, slight moisture damage on the keypad traces noted.